Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature reading was blank on one of the channels. The temperature probes were moved to the arterial monitor to finish case and the surgical procedure was completed successfully. There was no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The temperature/pressure board was returned. Although unrelated to the complaint, visual inspection of the returned board determined that a connection had early signs of pressure connection failure due to fractured solder joints. A temperature connection was found to be loose and fell apart during handling. Testing of the returned board resulted in a failure one out of three times, indicating a potential intermittent issue. Evaluation on the dir determined that the damage was not likely to have contributed to the reported failure. It is concluded that intermittent failure of temperature/pressure board is the root cause of the reported failure. The device was repaired and returned. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.